Manufacturer narrative:
A ge representative evaluated the system and replaced the system's steering system. The system operates as intended.

Event description:
The customer reported the system was hard to steer. No pt injury was reported.